Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. Post stent deployment, severe resistance was felt when the carotid wallstent delivery system was removed distal to the internal carotid artery stenosis. Both the delivery system and filterwire were retrieved separately. The procedure was completed with this device. There were no patient complications as a result of this event.